Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the coronary diagnostic procedure. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform cine. A review of the system logfiles found low load mode was active. Upon troubleshooting actions, the fse identified a warning message indicating that low load fluoro was active. The auxiliary distribution unit (adu) experienced an under-voltage condition, which was attributed to an issue with the ups. The field service engineer (fse) reported that the impact originated from a fault in the ups power supply. The third-party engineer repaired the ups. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that system was unable to perform cine. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.